Event description:
Medtronic received information on this bioprosthetic valve, intraoperative testing showed a paravalvular leak with this device. The physician stated the paravalvular leak was due to an irregular sinotubular junction, patient anatomy. The physician stated the valve was not the correct size. The valve was explanted and another medtronic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in the original product packaging. The valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As noted in the event description it was determined the cause of the event was related to patient condition and sizing error. (B)(6). (B)(4).